Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially called adc customer service on (B)(6) 2016 to report her adc blood glucose meter would turn on with button press, but not with test strip insertion. Customer called again on (B)(6) 2016 and reported a delivery issue with the replacement meter. It was further reported that on (B)(6) 2016 the customer experienced "sweating, was shaky and had a fast heart beat", but because she did not have a meter, she could not test. Customer self-administered a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (4500165040) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.